Manufacturer narrative:
An event regarding instability involving an unknown augment was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's knee was revised due to patello-femoral instability. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. A baseplate with stem and 2x19 cs insert were implanted in the revision procedure. Update: "patient was revised on (B)(6) 2021 for patello-femoral instability. Original dos was (B)(6) 2020. Exlpants were: size 2 universal baseplate. Size 2/5mm augments. 12x50 mm stem. Size 2/12 mm insert. Re implants were stable and satisfactory. No return implants. No films. No further info provided. "